Manufacturer narrative:
The device subject of the reported event was not returned for evaluation. Without the returned device, steris is unable to determine the root cause. The instructions for use (IFU 731119) contains the following instructions, "open and inspect the device for shipping or handling damage. If damage is evident (e.g. Bends, kinks, cracks, misshaped cup), do not use this device and contact your local product specialist. Open and close the finger rings on the handle two (2) times to make sure it moves smoothly. (Moving the finger rings away from the thumb ring is open, moving the finger rings towards the thumb ring is closed). Observe that the deployment cable moves in and out. Note: the finger rings do not advance the full length of the handle shaft. If this unit does not function properly, do not use this product and please contact your local product specialist." Steris conducted in-service training on the proper use of the advance endoscope delivery device. No additional issues have been reported. The lot number provided in the medwatch report does not match a steris endoscopy lot number. UDI related data clarification - the lot number is unknown, therefore, the applicable production identifiers were not included in the MDR.

Event description:
The user facility reported via medwatch report (B)(4) that during a patient procedure the capsule cup that deploys the camera from the advance endoscope delivery device fell off into the patient. The gastrointestinal team confirmed the patient had naturally passed the plastic device. No report of injury.